Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone [25.0 mg/ml] at a dose of 8.309 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2017 that the pump was alarming or beeping and doing a single tone alarm. It was indicated that the sound was consistent with the pump alarms. It was stated that the patient¿s pump was not as loud when it alarmed as the patient¿s last pump. It was noted that the pump was near expected elective replacement indicator (eri). It was related that the patient went for a refill the day before the report and the doctor told the patient that they were at eri. It was stated that the doctor did not turn off the alarm. It was stated that the eri date was not on the session data report. It was noted that when the patient would bend over too far to pick something off the floor they could feel the pump push up under the rib cage and could feel the organ behind the pump. It was indicated that it didn¿t hurt but the patient could feel it. This was considered a sudden change in therapy/symptoms. The date of the event was (B)(6) 2017. It was indicated that the patient would call the doctor about having the alarm turned off. No further complications were reported or anticipated. Additional information was received from a consumer on (B)(6) 2017. It was reported that on (B)(6) 2017 the alarm stopped and the patient wanted to know if that was the ¿hard stop¿ they were told about. It was stated that the patient could physically feel that they were not getting medication. It was noted that on (B)(6) 2017 the patient¿s legs and back ¿went out,¿ and it was indicated that this was the sensation that the patient had before they had the pump placed. It was reported that the patient was having the pump replaced on (B)(6) 2017. No further complications were reported or anticipated.